Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump over infused during therapy, per customer "infused tpn too quickly". There was no report of patient injury or medical intervention associated with this event. No additional information is available.